Event description:
It was reported that patient underwent a revision due to fractured screws.

Manufacturer narrative:
Other devices used: catalog #47235903845, zimmer periarticular locking screw, lot# 62598097. Catalog #47235903845, zimmer periarticular locking screw, lot# 60828837. Catalog #47235904045, zimmer periarticular locking screw, lot# 61948348. Catalog #47235904045, zimmer periarticular locking screw, lot# 62348625. This report will be amended when our investigation is complete.